Event description:
Employee reports that during administration of the hepatitis b vaccine to a newborn, she attempted to close the plastic safety device and the device did not latch and pricked the employee.